Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and evaluation by a healthcare professional. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin allergic reaction at the pod¿s insertion site occurred while wearing the pod. No blood glucose values were provided. The patient had previously used the omnipod dash without issue and developed the reaction after switching to omnipod 5. The reported symptoms included significant skin irritation at the insertion site, consistent with an allergic reaction, which was not present with prior device use. The patient was evaluated by a healthcare provider, who diagnosed a skin allergic reaction at the insertion site. No further information was provided.